Manufacturer narrative:
(B)(4)

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. D4: device identification - correction - remove mode no, serial no, lot no and expiration. Date from initial MDR submission due to device information updated to no information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H4: device mfg date - correction - remove device mfg date from initial MDR submission due to device information updated to no information. H6: type of information - correction - remove code 3331 from initial MDR submission due to device information updated to no information.